Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The video cable has been damaged. Poor contact occurred and the adaptor was stuck. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image on the monitor flashed. The user replaced the device with another device and completed the procedure. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the cable was damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the damaged cable by the user handling. If significant additional information is received, this report will be supplemented.